Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to moisture damage on faulty force sensor. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display and missing segments/partial display noted. Pump received with cracked case near display window corners noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer received a motor error alarm and the insulin pump would just turn off. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported that new battery did not resolve the issue. Customer also reported crack on the insulin pump casing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.